Event description:
Complainant alleged that during biomed testing, device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.